Event description:
Fixture removal surgery performed due to patient's own wishes. Confirmed deep infection in may, treated but remaining pain. The procedure took place on (B)(6) 2024.

Manufacturer narrative:
The root cause for fixture explantation is the patient's own wish after suffering from previous deep infection and remaining pain.